Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist stated in the letter that patient was seen for periodic oral exam and noted areas of increasing gingival recession. The patient also has a symptomatic periapical radiographic lucency on #19 which will be extracted. Dentist continues to state that it is concerning to them the the patient is undergoing orthodontic treatment with these conditions. Due to the conditions, it is not appropriate for the patient to continue orthodontic treatment and this treatment should be discontinued.this is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.